Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This article was written by luke harmer, thomas throckmorton, and john w. Sperling.this report is 2 of 2 mdrs filed for the same article (reference 1825034-2016-00756 & 3006946279-2016-00011).

Event description:
Information was received based on review of a journal article titled, "total shoulder arthroplasty: are the humeral components getting shorter?" Which aimed to examine shortening of the humeral component or eliminating the stem entirely to rely on stemless fixation in the humeral metaphysis. The study consisted of five (5) short-term studies, four (4) of which addressed biomet's total evolutive shoulder system (tess) and one (1) that addressed the tess reverse shoulder:-houguet reported 70 patients with biomet's tess shoulder who were followed for at least 36 months. Patients' mean age was 64.5 years.-kadum reported 56 patients with biomet's tess shoulder who were followed an average of 14 months. Patients' mean age was 71 years.-razamjou reported 17 patients with biomet's tess shoulder who were followed followed an average of 24 months. Patients' mean age was 69 years.-berth reported 41 patients with biomet's tess shoulder who were followed an average of 31 months. Patients' mean age was 67 years.-ballas reported 56 patients with biomet's tess reverse shoulder who were followed an average of 58 months. Patients' mean age was 74 years. The journal article reported the following results: -houget study noted 5 intraoperative fractures that healed, 1 hematoma, and 1 arthroscopic release for stiffness. -kadum study noted 2 irrigation and debridements, 1 dislocated reverse shoulder, 1 intraoperative glenoid fracture and decoupling of metaphysis and stem.-razamjou study noted 6 central peg perforations, and 1 radial nerve palsy that has resolved.-berth study noted 1 fractured glenoid and 1 brachial plexus palsy that has resolved.-ballas study noted 1 intraoperative fracture, 1 subscapularis rupture, 1 superficial infection, 1 acromion fracture, 3 disassociations, and 1 humeral loosening.the authors of this article conclude that there are advantages of a shorter stem, including preserved bone stock, less stress shielding, eliminating the diaphyseal stress riser, ease of stem removal at revision, and humeral head placement independent from the humeral shaft axis. However, it is not clear how or when these implants may fail. Future clinical trials are necessary for more robust conclusions.